Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in a totally occluded, large and fairly straight right coronary artery (rca). A 4.00 x 38 synergy ii stent was implanted. The same day, stent thrombosis was noted. The patient was brought back to the lab and balloons were used to reopen the stent. There were no further patient complications noted and the patient status was stable.